Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Current weight (B)(6). Concurrent conditions included vulvovaginitis, intramural leiomyoma of uterus, spotting vaginal, mood swings, insomnia, menopausal syndrome, hirsutism, vaginal dryness, gerd, irritable bowel syndrome and amenorrhea. Concomitant products included esomeprazole magnesium (nexium) since 2000. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux/migraine"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine/acid reflux"), constipation ("constipation"), abdominal distension ("painful bloating/ bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), vaginal discharge ("vaginal discharge/ vaginal discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and back pain ("back pain/ lower back pain"), 10 months 18 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("constant itching"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), eczema ("eczema"), rash ("face rash"), cheilitis ("lips rash"), headache ("headaches"), vision blurred ("blurred vision"), photophobia ("light sensitive"), fatigue ("fatigue/chronic fatigue"), alopecia ("hair loss"), oesophageal spasm ("esophageal spasms"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), spinal pain ("spine pain"), dry skin ("dryness"), dermatitis ("dermatitis"), oropharyngeal pain ("chronic sore throat") and pain ("body pain") and was found to have weight decreased ("weight loss") and vitamin d decreased ("low vitamin d"). The patient was treated with azelaic acid (finacea), ketoconazole, pregabalin (lyrica), topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, depression, anxiety, constipation, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, vaginal discharge, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, fibromyalgia, eczema, rash, cheilitis, headache, vision blurred, photophobia, fatigue, weight decreased, alopecia, oesophageal spasm, neck pain, musculoskeletal pain, spinal pain, dry skin, dermatitis, oropharyngeal pain, pain and vitamin d decreased outcome was unknown and the migraine and gastrooesophageal reflux disease had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, cheilitis, constipation, depression, dermatitis, dry skin, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, neck pain, oesophageal spasm, oropharyngeal pain, pain, pelvic pain, photophobia, pruritus, rash, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased and weight decreased to be related to essure. The reporter commented: plaintiff planning for essure removal, but no date scheduled due to too many symptoms. Trailing coils: left 8, right 4 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : menses irregular, migraine, dyspareunia, depression, headaches, anxiety, constipation.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events acid reflux and migarine outcome updated to not recovered / not resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.